Event description:
Olympus was informed that during an unspecified laparoscopic procedure, the operating room nurse observed a broken/fractured ceramic insulation at the distal end/tip of the suspect medical device. It is unk whether fragments fell inside the pt's body cavity. The intended procedure was reportedly completed and there was no report about pt injury.

Manufacturer narrative:
The suspect medical device was returned to olympus for eval. Eval found a heavy and long-term used hf electrode with clearly visible signs of deterioration (date of mfg: 04/2002). The reported phenomenon of a broken/fractured ceramic insulation at the sheath's distal end/tip could be confirmed. Causal for this kind of damage is the application of excessive force by impact, fall, shock or similar stress. As clearly stated as a warning note in the instructions, the product has to be visually inspected before use. It has to be ensured that is has no signs of wear, damage or distortion of the distal end or damaged insulation. In addition, it is pointed out as a warning note that impact, fall, shock or similar stress can result in damage of the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged. Furthermore, it is pointed out as a caution note that, when used as intended, the product is more or less subject to wear depending on the intensity of use and in case of externally visible defects the responsible olympus representative has to be contacted at once. The user apparently did not follow these instructions. Therefore this incident was classified as abnormal use/ off-label. Olympus submits this incident as a medical device report (MDR) in abundance of caution/as a precaution because it is unk whether fragments fell inside the pt's body cavity.